Manufacturer narrative:
For the one pending event, the investigation determined that the issue is consistent with a pre-analytical error. The analyzer alarm history had multiple sample short alarms. The sample in question was collected from the capillaries in the patient's finger. Therefore, the sample volume was very low and the customer also stated that there were air bubbles in the sample cup. For this event, there were no further follow up activities.

Manufacturer narrative:
The investigations found: for 1 event: the investigation could not identify a product problem. The cause of the event could not be determined. For 1 event: the investigation determined the issue was due to the blocked aspiration nozzle identified by the field service engineer (fse) for 1 event: the investigation is ongoing. The follow-up actions were: for 1 event: there were no follow-up actions. For 1 event: the follow-up actions are not yet available. For 1 event: the fes found a blocked aspiration nozzle causing the rinse unit to overflow. The fse cleaned the nozzles and the issue was solved. The fse also proactively adjusted the gear pump pressure, adjusted the reagent probes and replaced the heat cut filter. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Questionable low results were generated by the cobas 8000 cobas c 502 module. The events involved a total of 11 patients with the following: 1 patient had a questionable ck creatine kinase result. 1 patient had a questionable ureal urea/bun result. 9 patients had questionable ca2 calcium gen.2 results.